Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. Unknown - unknown patella - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, 8 years post-op, the patient presented with knee pain and underwent a revision surgery. The tibial component was found to be grossly loose with no cement adhered to the titanium surface. All components except the patella were revised. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified a tibial component was removed during a revision. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.